Manufacturer narrative:
Citation: hristian hinkov et al. Integrated double redo percutaneous valve replacement: simultaneous transcatheter aortic and mitral valve management. Eur j cardiothorac surg. Feb 4;67(2):ezaf023 2025. 10.1093/ejcts/ezaf023. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding integrated double redo percutaneous valve replacement with simultaneous transcatheter aortic and mitral valve management. The study population included 13 patients who were predominantly female with a mean age of 77 years old. Multiple manufacturer¿s devices were implanted in the study population; an undisclosed number of patients were implanted with a medtronic evolut r, evolut pro, evolut pro+, or evolut fx bioprosthetic valve in the aortic position. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Procedural outcomes showed 100% technical success with no major adverse events having occurred. Among all patients, clinical observations included: atrio-ventricular pressure gradient mean of 12 mmhg and left ventricular outflow tract obstruction with gradients = 20 mmhg. No further information was provided pertaining to medtronic products.